Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2024 and was treated with IV drip. The blood glucose level was over 479 mg/dl at the time of event and was caused by the insulin blockage. No further information was available.